Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary the received device was forwarded to commercialized product development for evaluation. Review of the received device was unable to confirm the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the tibia debonded from cement upon extraction with a moreland extractor and mallet. Femur was well fixed. Insert had visible wear on the posterior aspect both medially and laterally. Patella remains in situ. The surgeon will discuss intraoperative findings with the investigator. Doi: (B)(6) 2017. Dor: jun 4, 2019. Right knee.

Event description:
Update: medical records received on (B)(6) 2020 were reviewed on 14 february 2020 by a clinician to identify product issues and/or patient harms. Doi: on (B)(6) 2017. Patient received an attune primary knee arthroplasty to treat advanced degenerative joint disease of the right knee. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Product information is provided on page 4. Dor: on (B)(6) 2019. Patient received a right tka revision due to pain and loosening of the tibial component at the implant to cement interface. Intraoperative notes indicate a complete debonding of the tibial component from the cement and advanced wear of the tibial insert. The femoral component was well-fixed but revised. The patella was not revised. Depuy revision components were implanted with a competitor cone and cement restrictor as well as competitor cement. The procedure was completed without complications. Revision device product information is provided on pages 14-16.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (no code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to commercialized product development for evaluation. Review of the received device was unable to confirm the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 08-feb-2021: the investigation was re-opened upon receipt of additional information. The new information does not affect the existing investigation. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.